Manufacturer narrative:
The pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event with clinical and patient factors likely contributors.heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information reported that the infection was pneumonia and was diagnosed (B)(6) 2015. The source of the infection was the respiratory tract and not related to the pump. Predisposing factor for the infection was copd. Treatment of the infection was successful; the pneumonia was cured. Gi bleeding was diagnosed (B)(6) 2015 with predisposing factors indicated as the recent infection. Gi bleeding was suspected due to progressive drop of hemoglobin values without any other apparent reason for that. Upper and lower gi endoscopies were performed, but no active source of bleeding was identified. Inr at the time of suspected bleeding onset was 3.91. Based on the additional information and as reported, there is no indication that the infection reported as pneumonia was related to the pump but is related to patient comorbidities which put him at greater risk for infection. This patient's comorbidities along with inr greater than the guidelines outlined in the instructions for use which outlines maintenance of anticoagulation within the recommended inr range of 2.0-3.0 are factors that put him at greater risk for bleeding. There is no indication that the suspected gi bleeding was related to any device performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events including infection and gastrointestinal bleeding have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. It is possible that clinical and patient factors may have impacted the event; however, with the limited information, no conclusion can be made regarding the root cause or relationship to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.

Event description:
Information was received from the hospital personnel in (B)(6) that this patient had infection and gastrointestinal bleeding post left ventricular assist device (lvad) implantation. No other information has been received.